Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused dvt, stenosis & post-thrombotic syndrome. The indication for the filter implant has not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Ivc filters are not indicated for use in the prevention of dvt. Post-thrombotic syndrome (pts) is a problem that can develop in nearly half of all patients who experience a deep vein thrombosis (blood clot) in the leg. Pts symptoms include chronic leg pain, swelling, redness, and ulcers (sores). Stenosis is an abnormal narrowing of a vessel; this does not represent a device malfunction and may be related to vessel characteristics and/or patient factors. These events do not represent a device malfunction and may be related to patient, pharmacological factors, and/or vessel characteristics. With the very limited information available for review and no imaging it is not possible to draw a conclusion between the reported events and the filter. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury, damage, and/or wrongful death to plaintiff/decedent, including, but not limited to: dvt, stenosis & post-thrombotic syndrome. As a direct & proximate result, plaintiff suffered life-threatening injuries & damages & required extensive medical care & treatment. As a further proximate result, plaintiff has suffered & will suffer significant medical expenses, pain & suffering, & other damages.

Event description:
Additional information received per the medical records indicate that the patient has a history of pulmonary embolism (pe). The filter was implanted via the patient's common femoral vein. A bentson wire was placed within the inferior vena cava (ivc). A catheter was then advanced over the wire. A venogram was then performed which demonstrated a widely patent, normal size ivc with no evidence of any thrombus and fairly high renal veins. At this point the filter was deployed below the renals. The filter was fairly straight with no evidence of any significant angulation. Post-procedural imaging did not demonstrate any evidence of thrombus within the filter or ivc. The filter was in a satisfactory position. Additional information received per the patient profile form (ppf) states that the patient experienced stenosis, post-thrombotic syndrome, blood clots, clotting and/or occlusion of the ivc. The patient became aware of the reported events approximately eight years and nine months after the index procedure. The patient also experienced leg swelling and worry. The patient noted that they had another stent implanted due to clogging of the first one.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused dvt, stenosis and post-thrombotic syndrome. The patient reported becoming aware of stenosis, post-thrombotic syndrome, blood clots, clotting and/or occlusion of the inferior vena cava (ivc), approximately eight years and nine months post implant. The patient also reported experiencing leg swelling and worry related to the filter. And reported that another stent was implanted due to clogging of the first one. According to the implant record, the indication for the filter implant was pulmonary embolism (pe). The filter was placed via the right common femoral vein and deployed below the renal veins. A venogram, performed prior to filter deployment, demonstrated a widely patent, normal size ivc with no evidence of any thrombus and fairly high renal veins. The filter was fairly straight with no evidence of any significant angulation. Post-procedural imaging did not demonstrate any evidence of thrombus within the filter or ivc. The filter was in a satisfactory position. The product remains implant and therefore not available for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Post-thrombotic syndrome (pts) is a problem that can develop in nearly half of all patients who experience a deep vein thrombosis (blood clot) in the leg. Pts symptoms include chronic leg pain, swelling, redness, and ulcers (sores). Stenosis is an abnormal narrowing of a vessel; this does not represent a device malfunction and may be related to vessel characteristics and/or patient factors. Blood clots, clotting, stenosis, and occlusion of the ivc and the vasculature do not represent a device malfunction and may be related to patient, pharmacological factors, and/or vessel characteristics. With the very limited information available for review and no imaging it is not possible to draw a conclusion between the reported events and the filter. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Section h6: health effect - clinical code: code 4440 was used for deep vein thrombosis (dvt) and post-thrombotic syndrome.